Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 37711, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. A communication problem was reported. It was reported that the patient did not have for stimulation for 8-9 months prior to the call and was not able to charge. It was noted that the patient did not charge because her device was not ¿functioning¿ and the patient was having trouble charging at that point.